Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of very painful, swelling and "bubble" that was thought to be herpes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of herpes, edema and pain: "contra-indications ¿ juvéderm ultra¿ xc must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc in the inferior and superior lips. Three days later, the patient was reviewed and the "lips were perfect." Two days after that, the patient developed swelling and pain on their lips and patient was reviewed by one of the doctor's consultants. The patient was then taken to the hospital as a result of it being "very painful and the lip had swelling." Patient was given antibiotics. The healthcare professional reviewed the patient while in the hospital and confirmed the patient's "lips abnormal, very swollen and still had a bubble" the doctor thought was herpes. The "superior lip shows greater swelling in the cupid arc." The patient had been treated with "serum," antiallergic and corticoid. Symptoms are ongoing.